Manufacturer narrative:
Product event summary: the data files were returned and analyzed. An image file from the field was reviewed, showing that a mapping session was being performed by prism 1 software on monday, (B)(6) 2025. The sensor globe appeared to be functioning properly, with no errors observed on any of the electrodes. However, two alerts were noted in the returned image file, although they were not visually displayed within the image itself. The clinical issue (pericardial effusion) occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The reported clinical issues can not be assessed through data analysis. The issue (steam pop) was deemed plausible based on the data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the steam pop occurred when ablating the anterior, right superior pulmonary vein (rspv). After the steam pop occurred there was an impedance spike. Chest compressions were performed after the pericardiocentesis was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred while ablating the left atrium anterior to the right superior pulmonary vein. The steam pop resulted in a pericardial effusion, which required pericardiocentesis to drain blood from the pericardial space and the placement of an impella device for mechanical circulatory support. The procedure was aborted after transseptal device usage, and the patient was under general anesthesia. The event led to an extended hospitalization and the patient sustained an injury in the form of a pericardial effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The case log files were analyzed, and lesion #5 appeared to be the lesion during which the steam pop occurred. A spike noted in the impedance graph and it appears that the lesion was aborted early 5 seconds) and it was the last lesion delivered in this case. After approximately 4 seconds (3.8 seconds reported in lesion telemetry data), the lesion stopped automatically due to a high rate of impedance change. A warning occurs when the impedance change rate is too high and stops the lesion. The level immediately dropped to zero and the lesion was aborted in response to the impedance spike. The lesion targets did not exceed the maximum temperature and level allowed. The maximum temperature recorded for radiofrequency (rf) lesions was 73.8c (lesion #3). The lesion #3 level was low compared to other lesions and appeared to have ramped down appropriately in response to reaching the temperature target value of 73c. The max impedance observed during a lesion was 56.5 ohms (lesion #5). The max allowed impedance threshold is 80 ohms, and this limit was not reached. The highest level reported was 90.2% during lesions #1-2, which is within the tolerance limits of the target value. All evidence provided suggests the software behaved appropriately, stopping the lesion immediately in response to the impedance spike preceding the steam pop. In conclusion, the reported " steam pop" issue can be plausible through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.